Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / im tired of being in pain / pain') and genital haemorrhage ('excessive and abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included cervix inflammation, lymphadenopathy cervical, paratubal cyst, uterine prolapse, rectocele and hypertrophic elongation of cervix. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping"), fatigue ("fatigue"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("yeast infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("now I have cysts on my ovaries") and dyspareunia ("dyspareunia (painful sexual intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, bladder disorder and urinary tract disorder had resolved and the genital haemorrhage, ovarian cyst, headache, allergy to metals and vulvovaginal mycotic infection outcome was unknown. The reporter considered allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: the essure device was placed in the ostia with 3 trailing coils. Attention was then turned to the patient's left fallopian tube, the tubal ostia was identified. The essure device was then placed in this tube without difficulty. 4 trailing coils were seen. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 6-dec-2019: plaintiff fact sheet was received. Event added from pfs- yeast infection. Events onset date were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality safety evaluation received on 17-oct-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain / im tired of being in pain and excessive and abnormal bleeding (interpreted as genital haemorrhage). Plaintiff underwent a hysterectomy. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case, the lack of alternative explanation and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious event was reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a solicited case report received from a female consumer in the united states on 04-mar-2015 who was involved in an active online listening, study number: (B)(6). Study description: essure® generic active online listening. The consumer reported she had essure procedure done and she had cysts on her ovaries, she also stated she was tired of being in pain. This case was considered invalid due to unavailable reporter contact information in social media case. Follow-up information (legal claim) received on 06-sep-2016 completes this case and it was considered valid and potential legal from this date forward; report type of the case was updated to spontaneous. On (B)(6) 2012, she had essure inserted for permanent contraception. Sometime after the procedure, the plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, and excessive bleeding, severe pelvic pain, and back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain as well as excessive and abnormal bleeding. On (B)(6) 2016, she underwent a hysterectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain / im tired of being in pain and excessive and abnormal bleeding (interpreted as genital haemorrhage). Plaintiff underwent a hysterectomy. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case, the lack of alternative explanation and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / im tired of being in pain / pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included cervix inflammation, hyperplasia, paratubal cyst, uterine prolapse, rectocele and hypertrophic elongation of cervix. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("now I have cysts on my ovaries"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, bladder disorder and urinary tract disorder had resolved and the genital haemorrhage, ovarian cyst, headache and allergy to metals outcome was unknown. The reporter considered allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 16-nov-2018: pfs and mr received. Reporters added. Patient demographic added. Surgery added. Events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines, headaches, nausea, nickel allergy, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, device monitoring procedure not performed were added. Event outcome were updated. Medical history were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.